Event description:
It was reported that a patient received discrepant results when testing with coaguchek xs meter serial number (B)(4) using test strip lot 58526222 (expiration date = 31-jul-2023) and coaguchek xs meter serial number (B)(4) using test strip lot 54974524 (expiration date 31-jan-2023). At 1:48 p.m., a sample from the patient was tested using meter serial number (B)(4) (lot 58526222), resulting in a value of 7.3 inr. At 1:59 p.m., a sample from the patient was tested using meter serial number (B)(4) (lot 58526222), resulting in a value of 7.5 inr. At 3:29 p.m., a sample from the patient was tested using meter serial number (B)(4) (lot 54974524), resulting in a value of 7.5 inr. The meter values were reported to the doctor and the patient was told to be re-tested in the laboratory. At 4:00 p.m., a sample from the patient was tested in the laboratory using an unknown method, resulting in a value of 4.5 inr. This value was believed to be correct. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing interval is once per week.

Manufacturer narrative:
The customer's test strips were requested for investigation and replacement product was sent to the customer. Test strip lot 5856222 has not yet been returned for investigation. If the product is returned in the future, a follow up report will be submitted. The customer's test strip lot 54974524 was returned for investigation where the strips were tested using a retention meter and retention controls. Testing results (qc range = 2.4 - 3.6 inr): qc 1: 3.0 inr, qc 2: 3.0 inr, qc 3: 3.0 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Occupation - the occupation is patient/consumer.